Manufacturer narrative:
Draeger is still investigation the reported incident. A follow-up report will be submitted as soon as the investigation has been completed.

Event description:
It was reported that when the anesthetist makes any change on the flowsheet, the anesthesia report does not show the changes. The anesthesia report is the one that anesthetists give to each pt. The flowsheet report does show the changes. So, depending on the report given to a pt, he will get different info. There was no pt injury reported. (B)(4).